Event description:
Customer reported via phone, she experienced high blood glucose levels with the insulin pump. Blood glucose would be over 400 mg/dl. Customer stated she no longer had the device and troubleshooting was not possible. Customer didn't have the serial number or model of the device and it wasn't on file. The device is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.